Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance of the ht50 ventilator, the push rod was found to be bent generating a clattering noise. There was no patient involvement. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
Correction: report source user facility in initial should have been distributor. Device evaluation: the pump (manifold) assembly was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and the piston push rod was found misaligned. Grease was found on the surface of the bearings. An investigation was performed and the reported issue was verified. The cause of the reported event was isolated to the damaged pump but the cause of the damage could not be determined. If information is provided in the future, a supplemental report will be issued.